Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 4 of 4. The patient was connected during the incident. The patient line did not prime all the way to the end. Air bubbles were discovered in the drain line. A notice: draining slowly message occurred. A fluid leak was discovered in step 9 of treatment complete when removing the cassette. The patient was not connected at the time the fluid leak was discovered. Fluid was found in both the pump module area and on the external portion of the cassette. When the patient opened the cassette door fluid began pouring out. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed the patient has continued using the cycler for their pd treatment since. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed several times tonight with an m31 air detected in cassette warning during drain 4 of 4. The patient was connected during the incident. The patient line did not prime all the way to the end. Air bubbles were discovered in the drain line. A notice: draining slowly message occurred. A fluid leak was discovered in step 9 of treatment complete when removing the cassette. The patient was not connected at the time the fluid leak was discovered. Fluid was found in both the pump module area and on the external portion of the cassette. When the patient opened the cassette door fluid began pouring out. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient contact confirmed the reported event of fluid discovered in the cassette door of the cycler and on the external portion of the cassette. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed the patient has continued using the cycler for their pd treatment since. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.